Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the alaris infusion pump had the front bezel changed out by alaris for their recall. The device have continually had an accuracy issue. The accuracy is too low for the device to pass the maintenance software checks. They device continually fails by deliver too low of an infusion. We need to change out the pressure sensors and the front bezel before it could be used on a patient. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿the alaris infusion pump had the front bezel changed out by alaris for their recall. The device have continually had an accuracy issue. The accuracy is too low for the device to pass the maintenance software checks. They device continually fails by deliver too low of an infusion. We need to change out the pressure sensors and the front bezel before it could be used on a patient. There was no patient involvement.